Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on I-stat pt/inr on a (B)(6) patient. There was no additional patient information available at the time of this report. Date method time pt/inr sample (B)(6) 2013 I-stat 11:49 49.9/4.5 fingerstick (B)(6) 2013 I-stat 11:56 38.9/3.4 fingerstick the customer states that the patient treatment was based on the 3.4 inr result. The patient's warfarin dose was decreased from 8.75mg m,w,f and 7.5mg x4days/week to 7.5mg daily. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).